Event description:
It was reported that patient experienced infusion set tape not sticking due to sweating on (B)(6)2026.

Manufacturer narrative:
E1: patient country: spainpatient city:(B)(6)name:(B)(6) based on the available information, this event is deemed to be reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545manufacturing site: 8021545.